Event description:
Inserting a mega 8fr iab catheter made by maquet lot #3158 exp 08/21/2017, ref # (B)(4) into a patient when the balloon prior to inserting back, unfolded causing a delay in the procedure of this stemi patient. Unable to insert. Diagnosis or reason for use: cardio support until cardiac bypass.